Event description:
Patient had tsrh spinal fixation of l4 = s1 on 120296. Pt had to return to surgery on 03/17/97 to replace 2 screws that had been implanted during the previous procedure that had broken at some point in time after the pt was discharged. Per physician "75 mm variable angle ts2m screws at sacrum broke 2 degrees to patient's weights and l5s, instability. The broken screws were removed and replaced with 2 screws in sacrum on other side (1-8.5 mm and 1-7.5 mm screws). Per dr. Who performed surgery.